Event description:
The customer's mother reported that her son had been wearing the pod for 14 hours, but the device "would not bring bg levels down" (specific bg's were not provided but are assumed to greater than 250 mg/dl). Upon removing the pod, the mother found the cannula to be kinked and that "this was the reason for the high bg levels". Despite the kink, no indication of a pod alarm was reported. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issue. The patient remedied the situation by removing and replacing the device per user instructions.